Event description:
The customer called to report that they were hospitalized for high blood sugar levels. While troubleshooting the pump, the customer stated that the display would give full segments. The customer was advised that the pump needs to be replaced. It was indicated that the customer was vomiting prior to the event.